Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-05452 and 05455).

Event description:
During a right hip revision procedure, the sleeve was found to be corrosively welded to the stem. During impaction to removed the sleeve from the stem, the entire stem was removed. An x-ray revealed nondisplaced greater trochanter fracture. Cables were used to fix the fracture.

Manufacturer narrative:
Concomitant products: modular lateralized taperloc femoral stem, catalog#: 11-103207, lot#:156930. Device was not returned so product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of the operative notes indicated patient underwent an initial right tha procedure successfully with no complications. Implants gave good fit and stability through full range of motion. Operative notes revealed patient underwent a revision procedure approximately five (5) years post implantation due to metallosis and osteolysis. The head, taper, and stem were removed and replaced with competitor femoral components and an active articulation bearing. It was noted; metallosis type debris throughout the hip and sleeve cold welded to the stem. Surgeon had to use a diamond-tipped metal cutting burr to cut a wedge resection of the sleeve from stem. No delay was mentioned during this process. X-rays showed a non-displaced greater trochanter fracture that had to be repaired during the revision surgery after the stem was removed with difficulty. Cables were used to repair the fracture. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.